Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a vizigo sheath. The vizigo sheath was advanced into the right atrium and the tip of the sheath was rolling back and deflecting on itself. The dilator was inside of the sheath. The sheath was replaced and the issue resolved. The procedure continued with no further issues. No patient consequence reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 27-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000722 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).